Event description:
It was reported that a programmer being used in a stereotaxis room of a hospital, without the stereotaxis machine running, powered up to a beige screen. The 2090 service diskette was run and did resolve the issue. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.